Event description:
It was reported that during percutaneous coronary intervention (pci) stenting procedure stent damge occurred. The 90% stenotic lesion was located in the severely calcified and severely tortuous left circumflex artery. The physician advanced the 3.00 x 24 mm veriflex stent to the lesion, but was unable to cross. The physician then performed dilatation and used a parallel wire technique but was still unable to get the stent across the lesion. Upon removal, it was discovered that the distal edge of the stent was lifted. There were no pt complications. The procedure was completed with a different device. Pt's status is reported as "good".

Manufacturer narrative:
(B)(6). Device eval: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).